Event description:
It was reported by service report that the right side rail could not be latched in the raised position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Compression spring.